Event description:
It was reported that the insulin pump alarmed low battery and failed battery test after couple of new battery changed. Customer stated that she was having issues with the replacement insulin pump. Customer's blood glucose was 400 mg/dl. During the troubleshooting, customer was unable to see the date on the history alarm. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump was received with normal operating currents. The pump was monitored for several days and no low battery alert or failed battery test alarms occurred during testing. However, the pump had minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.